Manufacturer narrative:
Cmp-(B)(4). Concomitant products: oss tibial bushing catalog 150476 lot 724250; oss femoral bushings qty. 2 catalog 150477 lot 525090; oss 18mm tibial bearing catalog 150413 lot 221680; oss yoke catalog 150493 lot 245680; oss axle catalog 150480 lot538340; oss tibial augment catalog 150427 lot 199970; oss resurfacing femoral 3cm left catalog 150350 lot 287150; oss non-modular tibial plate catalog 161043 lot 003420; oss im stem 13mm x 150mm catalog 150367 lot 507710; reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02858, 1825034-2017-02859, and 1825034-2017-02860.

Event description:
It was reported that a patient underwent a right knee revision approximately three years post implantation due to unknown reasons. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.